Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported a bolus history anomaly. In the history, a bolus was missing from the time the customer was supposed to add a bolus and a bolus was recorded incorrectly. All other boluses were recorded correctly. Customer's blood glucose level was 12 mmol/l. The device was not returned.